Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep was calling to ask about a product compatibility for a replacement case the rep would be doing today ((B)(6) 2020). It was indicated that the device being replaced was a rechargeable device placed in 2017. Based on the implant time frame the rep indicated that they assumed there was a reportable event associated with the reason for the replacement. At this time the caller did not have any specific information regarding the reason for the replacement. Additional information was received from a rep. The rep reported that the patient first reported the issue to them. The rep reported that the patient was recharging for 5 hours at a time and the doctor specified it wasn¿t giving the patient adequate quality of life. The issue first started around (B)(6) of last year. The cause wasn¿t determined.